Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; perin pain; thi pain; pain inter; off vag dis; diff bowel; aggrav incont; nonsurgical treatments: on (B)(6) 2019 the patient commenced other medication (please specify): osmalax for the treatment of: treat constipation. Treatment duration: ongoing. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: lower back / si joint spasm after surgery. Treatment duration: ongoing when needed.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. : the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.